Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the trigen intertan nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material's strength, and/or (3) poor bone quality. No material or manufacturing deviations were found during this investigation.

Event description:
It was reported, the nail was removed due to intraprosthetic luxation.